Manufacturer narrative:
(B)(4). Cuvette lot# h3jac328. Method: no related ncrs were identified for this instrument. Cuvette device history records were reviewed and found to meet specifications. Result: the complaint was not confirmed through the instrument eval. Conclusion: itc advised the healthcare facility that the act+ say was not appropriate for the heparin concentration required for this procedure. The pt's blood heparin concentration was below the sensitivity limits listed in the act+ package insert. Itc recommended use of the act-lr assay for future procedures where similar heparin concentrations are used as it would provide the needed sensitivity range for the heparin concentration. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports lower than expected act+ results were generated with the hemochron jr. Signature plus microcoagulation system during an embolectomy and stent reconstruction of the pt's intracranial carotid artery. The therapeutic target time for the procedure was >200s. Pt was administered an initial heparin bolus of 3,000 units and an additional 1,000 units was administered later in the procedure. The pt's act+ results reported throughout the procedure measured below 200s, which is considered subtherapeutic. Postoperatively, the pt's partial thromboplastin time (ptt) from the hospital lab was out of range with a result of > 300s and one hour later the ptt result was 225.2s. The pt sustained a delayed subarachnoid hemorrhage post-procedure due to supratherapeutic anticoagulation. This resulted in the need for additional medical intervention including a ventriculoperitoneal shunt. Although requested, no further details regarding the pt status has been reported.